Event description:
Healthcare professional reported, "scar tissue, grade 4. Possible silicone rupture". Later, healthcare professional reported, baker IV, capsular contracture. Hardening, painful breast, left breast deformity. This record is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "scar tissue, grade 4. Possible silicone rupture".

Event description:
Healthcare professional reported "scar tissue grade 4, possible silicone rupture." Later, healthcare professional reported baker IV capsular contracture, hardening, painful breast, left breast deformity. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed 1 opening assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.